Event description:
It was reported that the patient experienced vessel occlusion, cardiac arrest, reduced blood flow, and dislodgement, all of which required additional intervention. The patient underwent a complex procedure on the proximal circumflex artery, which was 90% stenosed and had a 90-degree bend. It was located in a tortuous and severely calcified segment of the proximal circumflex artery. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. Shockwave therapy was used to prepare the artery, and imaging was employed to assess the area. During the procedure, the stent became dislodged and stayed in the left main area of the artery. An attempt to remove it was made using a snare. However, the snaring resulted in cessation of flow to the left coronary system, leading to cardiac arrest. The patient was resuscitated, and flow was re-established. The decision was made to stent the area where the dislodged stent had ended up, restoring flow and stabilizing the patient. The patient remained on impella support post-procedure, successfully stented the problem area, and is expected to fully recover.